Event description:
It was reported that the catheter fractured and the distal fragment migrated into the spinal canal. No patient symptoms or outcome was reported. The drug contained in the pump was not reported.

Manufacturer narrative:
Results code refers to the catheter.